Event description:
On 28-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was trying to change her infusion set for some reason, she was on her third infusion set and whole of the infusion set's tubing always detached at the tubing connector/tubing from the build-in inserter of the infusion set, whenever she was trying to remove it. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. It was reported that the patient was trying to change her infusion set for some reason, she was on her third infusion set and whole of the infusion set's tubing always detached at the tubing connector/tubing from the build-in inserter of the infusion set, whenever she was trying to remove it. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.